Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator test fired at 200 joules with the 50 ohms load resistor connected to the device and he heard a strange noise in the device itself. There was no patient involvement.